Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited an increase in battery usage. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. A device replacement was recommended or have device battery status re-evaluated within 90 days. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker exhibited an increase in battery usage. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. A device replacement was recommended or have device battery status re-evaluated within 90 days. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field h9: correction/removal reporting number.

Event description:
It was reported that this implantable pacemaker exhibited an increase in battery usage. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. A device replacement was recommended or have device battery status re-evaluated within 90 days. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited an increase in battery usage. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. A device replacement was recommended or have device battery status re-evaluated within 90 days. This device remains in service. No adverse patient effects were reported.